Event description:
Sales rep reported on the event date, a patient had microsensor implanted. The sensor worked initially, however after they returned from MRI and reconnected the patient to the icp monitor it read no transducer detected. They in turn kept in the old sensor and placed an additional sensor in the burr hole. The new sensor is currently working. The old sensor is not available for evaluation as it is still implanted.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.